Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had been receiving good therapy, but as of (B)(6) prior to report she began experiencing a burning sensation at the pocket site that would randomly come and go. There was no known incident or accident related to this event. Changes in position did not cause changes in the pt's symptoms. Palpating did not cause stimulation changes. Impedances were measured at 3 volts. A short was identified between electrodes 0 and 1, and 4 and 5. All electrode pairs with electrodes 6 and 7 show impedances >40,000 ohms, indicating an open circuit at electrodes 6 and 7. The pt was programmed to 0-, 2-, 3+. Add'l info received reported there was no issue with the neurostimulator. No x-rays were taken. The device was reprogrammed and the pt was receiving good stimulation.